Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, battery out of limit, failed battery test, bad battery or off no power alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported receiving a low battery alarm from the insulin pump after receiving and installing a new battery cap. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's reported blood glucose value was 114 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.